Manufacturer narrative:
The pump was received with no button response due to a flattened act button/keypad dome. Unable to verify functional check on the unit due to the keypad anomaly. The pump had minor scratches on the lcd window, and a cracked case near the display window corners. The button/keypad connector was okay. Unable to verify sensor issues due to the keypad anomaly. The pump was monitored and no humming noise anomaly was noted. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. The customer also reported that they believe the insulin pump has external damage. Customer's blood glucose level at the time 247 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.